Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found an external insulation abrasion that had breached the insulation due to friction of lead to another device or features of the heart was found at 41.3 cm to 41.4 cm and at 41.4 cm to 41.5 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.